Event description:
It was reported that a user experienced an issue with the tandem wall power adapter and usb cable when the pump did not register charging despite multiple attempts and checking different wall outlets. There was no reported impact on the customer¿s blood glucose level. The caller was using the correct charging equipment, and since they did not have another cable to test, a replacement cable and adapter were sent. The customer declined further follow-up on the issue.